Manufacturer narrative:
The device was returned to the technician for additional evaluation due to failed repair test. On evaluation, the device failed testing for active exhalation purge valve closed. The active exhalation control module (aecm) has been replaced due to failed testing. The device passed all testing or re-test after repair. The reported failure of the trilogy 100 active exhalation control module is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device is available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. It was reported the device was returned to the technician for additional evaluation due to a failed repair test active exhalation purge valve closed / proportional valve opened. Device repair has not been completed at this time. If additional information is received, a follow-up report will be filed.